Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope handle suction port was blocked by a small blue object and cleaning brush came off and remained in the forceps channel without being taken out. The issue was found during inspection for use of the device. There was no patient involvement.